Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported that the patient experienced both an adaptive stimulation issue and shocking sensation while recharging. These issues began in 2016, sometime in the last month. The adaptive stimulation was unexpectedly changing amplitudes from 2.2v to 2.8v. The patient had tried to change the amplitudes for certain positions. They got into the certain positions, change the amplitude and wait 3 minutes, but then the new setting would not hold. This occurred within the last month and eventually, the patient just turned the stimulation off. When the patient went to charge the implantable neurostimulator (ins), they felt a shocking sensation in the ins pocket. The patient had lost weight, but the ins was still sitting flush with the skin and didn't appear tilted. No falls or trauma were reported. All the electrode impedances were normal and ranged from 478-862 ohms. The manufacturing representative did not re-orient the device, but they checked each of the patient's positions and all aligned on the clinician programmer with the patient's positon. The manufacturing representative decreased the voltage for the lying back setting, turned the voltage on low setting and palpated the ins site, but the patient did not feel the shocking, just stated that the area felt tender. When the patient stood up in the exam room, they felt the shocking again. The ins was turned off and the shocking went away. No other troubleshooting or diagnostics were performed, aside from simple impedance checks. Everything checked out normal. The patient's adaptive stimulation settings were checked and re-entered. The cause of the shocking was not discovered. The physician was going to move the ins to the other side of the body and tunnel the leads again, which were visible due to the patient's weight loss. Later, the physician chose to explant the entire system to implant a surgical lead in the near future when the patient healed. Indications for use include spinal pain.

Manufacturer narrative:
The initial reporter was updated to the patient's contact information. Analysis of the implantable neurostimulator (ins) [s/n (B)(4)] found the device was functionally okay with insignificant issues. Upon further review, evaluation conclusion code and evaluation results code no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.